Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The presence of foreign bodies was not confirmed. There was no physical damage to the nozzle. When the nozzle was removed, the air supply and water supply function returned to normal. The event can be detected/prevented by following the instructions for use which is described in "operation manual: 4.2 insertion: air/water feeding and suction: air/water feeding". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customers¿ allegations were confirmed. Additional findings include the following: there was minor play on the control knob; scratches and a dent on the distal end plastic cover; a clogged nozzle; the glue was lifted and was sharp on the insertion tube side of the bending section cover; there was no air/water flow; and there were scratches and a dent on the scope connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus there was no insufflation on the evis exera iii gastrointestinal videoscope. The intended procedure was therapeutic. There was no patient or other person affected or involved in the event and no patient harm was reported. The device was returned and evaluated, and the nozzle was clogged related to insufficient reprocessing. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.